Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with blood glucose of 446 mg/dl. It was stated that there was an occlusion alarm during fill tubing. Customer replaced the reservoir and insulin exited without alarm. No harm requiring medical intervention was reported. The product is not expected to return for analysis.